Manufacturer narrative:
Based upon the investigation findings, the reported event is inconclusive based on clinical assessment of available information. There was no medical documentation and suboptimal imaging studies available for this review. Product appropriateness and patient candidacy could not be fully assessed due to lack of information. Product use was incongruent with the IFU due to: 24% change in diameter of aortic neck; aortic bifurcation diameter of less than 18mm; and iliac artery diameters of less than 10mm. Cautionary product use conditions that might have contributed to this complaint included calcification/thrombus at the aortic neck. At the implant procedure, there was evidence of a type ii endoleak in the proximal and distal left aorta. The proximal lobe did not appear to be mitigated (fabric billowing verses endoleak), but the reduction of the aortic sac diameter supported a resolved type ii endoleak and fabric billowing. The graft appeared to be seated high, just below the sma, which might have contributed to this complication. A renal ultrasound completed one day post implant demonstrated mid renal artery reduction of blood flow. Eleven months post implant, there was substantiated evidence of a complication of malignant hypertension and a reduction of flow to the left kidney; the right renal artery was occluded. Due to lack of information, the secondary procedure, and the reported main body occlusion could not be substantiated. There was no subsequent comparative angiogram to substantiate a superior stent graft migration as reported. The final disposition of the patient was not known; however; it was reported that they tolerated the procedure well. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the device migration could not be substantiated with available information. The aortic extension appeared to be placed high. The device use was off-label due to the aneurysmal aortic neck. No device issues identified in the investigation.

Event description:
It was reported that approximately 13 months post implant of a bifurcated device and a suprarenal aortic extension, the patient was admitted recently due to malignant hypertension. Reportedly, upon examination by aorta gram and computed tomography, it appears the aortic extension migrated superiorly causing the right renal artery to completely occlude and the left renal to have a 50% stenosis. During procedure on (B)(6) 2014 physician had difficulty wiring of the left renal artery from the arm, a wire was passed and a covered stent was placed in the ostium of the left renal artery restoring full blood flow. The patient lost the right kidney. The aneurysm completely regressed, and patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information become available.